Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose was 400 mg/dl at the time of incident. She treated via insulin pump bolus. The no delivery alarm occurred several hours after a set change. The cannula was not bent but the customer was advised of a possible set or site related occlusion. A self test was performed and the insulin pump passed. The customer was advised to change their entire infusion set system. The insulin pump was not returned for analysis.